Manufacturer narrative:
(B)(4). B5 describe event or problem - correction to the following statement in the initial MDR, "at the emergency room, the cgm was reading normal (no specific value provided) but her bg was 484 mg/dl." And "there was not a complete set of reported glucose values available to search within the parkes error grid calculator." B6 relevant tests/laboratory data, inclu - correction. H2 correction.

Event description:
At the emergency room, the cgm was reading low but her bg was 484 mg/dl. The reported glucose values fall within the d zone of the parkes error grid.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, he patient felt nauseous and had a headache. The patient went to sleep thinking the symptoms would go away. When she woke up, she felt chest pain, shortness of breath and stated it felt like she was about to have a heart attack. She then started vomiting. The patient was taken to the emergency room by her husband. At the ER, the cgm was reading normal (no specific value provided) but her bg was 484 mg/dl. The patient was diagnosed with diabetic ketoacidosis, urinary tract infection and sepsis. The patient was treated with an insulin drip, saline, ceftriaxone for urinary tract infection and zofran for vomiting. The patient was released from the ER on (B)(6) 2025 but went back to the hospital after 12 hours due to still not feeling well. At the time of the report, the patient was still in the hospital. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.